Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was reported indicating that before the device change out, the shock lead impedance (sli) was 130 ohms. During the change out, a 1.1 joule (j) shock was delivered and the sli was 54 ohms. When the right ventricular (rv) lead was plugged into the new device, sli measured at 94 ohms. The lead remains in service. The device was removed for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the shock lead impedance (sli) on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d), was observed at about 114 ohms. There were no issues with sensing or pacing, and no oversensing was noted. Additional information reported indicated that the sli issue has been occurring since last year. On the day of this report, the sli was measured at approximately 126 ohms. The device is nearing elective replacement indicator and the physician will make a decision on the lead at the device replacement. Boston scientific technical services (ts) suggested that it might be a good idea to perform a defibrillation threshold test or a commanded shock to verify the integrity of the rv lead. No adverse patient effects were reported.